Event description:
It was reported that the user deployed an inset 6 mm/23 in infusion set incorrectly when the applicator was not even during cocking, resulting in an insertion that felt sore and raised, and the user believed it was not fully inserted reporting a blood glucose of 367 mg/dl during the event. No alerts or alarms occurred, and the user switched to subcutaneous insulin via pen as backup therapy while awaiting replacement infusion sets. No adverse clinical symptoms associated with localized infusion site discomfort. Outcomes included a temporary switch to backup therapy and shipment of replacement supplies, without emergency care. Investigation included customer communication and review of use procedures. Investigation of this case revealed user error in the infusion set deployment and an infusion set connection/insertion issue. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
Initial.